Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 1.0, lab: 1.9. Time between inratio meter and lab testing: minutes. Technical services to provide replacement strips to the customer.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.0, reference: 1.9, mean: 1.45, confidence limits: 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. In-house therapeutic donor testing has been performed on reported lot #271721 on (B)(6) 2012. Results as follows: donor: (B)(6), inratio: 2.3, 2.1, 2.1, reference: 2.04, bias threshold: 1.04 - 3.04, %cv: 5.33; (B)(6), 4.7, 3.7, 4.3, 3.88, 2.88 - 4.88, 11.89. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. As reviewed (B)(4). No further action is required. This issue will be subject to tracking and trending. Corrective action not required at this time.